Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies found. However, it was noted that the distal conductor connector bent was bent, there was blood in/on the helix/lobe mechanism, and the lead appeared to have been damaged at implant. Visual analysis revealed that the lead was received with the helix retracted. Although the pin cap was slightly bent, the helix continues to extend and retract smoothly within specifications.

Event description:
It was reported that during implant attempt there was a possible problem with the helix and the helix would not retract. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.